Event description:
During the colectomy procedure, the device was difficult to close and required force. A second device was opened and the same problem occurred. Another device was used to complete the procedure. The procedure time was prolonged. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: one instrument was returned with the firing trigger jammed halfway and loaded with a cartridge that was noted to have a wedge band bypass; the right side was noted to be 1/3 partially fired and the left side 1/2 partially fired; in addition, the lockout tab was noted to be damaged. As the instructions for use state, "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the instrument will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the instrument. Do not partially fire the instrument." No functional test could be performed as the anvil was noted to be soiled in dry body fluids. When disassembled to verify the condition of the internal components, no anomalies were noted.